Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the electrical connector. In addition, evaluation found the nut was loose, the up/down knob could not be locked securely, the elevator channel plug was deformed, the scope body was cracked, the bending section cover adhesive was worn, and the universal cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis exera ii ultrasound gastrovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap in the adhesive at the distal end with a stain entering inside the lens through the gap and there was a gap between the acoustic lens and ultrasound probe. The report is being submitted due to the gap in the adhesive and gap between lens and probe found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to facility handling errors or increased usage time. The event can be detected/prevented by following the instructions for use which state: 1) "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result." 2) "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." 3) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." 6) "to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted." Olympus will continue to monitor field performance for this device.